Manufacturer narrative:
Date of implant is unknown. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the medwatch form, the initial reporter wants to remain confidential therefore the device serial number and patient information cannot be obtained.

Event description:
On (B)(6) 2023 the patient underwent a procedure in which the spinal cord stimulator (scs) abbot device was explanted due to the device causing intolerable paresthesia and worsening back pain. The patient was implanted with a device manufactured by boston scientific device. The physician's name is dr. (B)(6), and the facility name is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). This report was received by med watch under the number mw5147433.